Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had hemoglobin of 5.9 on morning labs and (B)(4) units of blood were ordered by the doctor. The pump was programmed at a rate of 85ml/hour under "IV fluids" profile, and packed red blood cells (prbc) volume to be infused was entered as 300ml. One-hour vital signs were checked without incident. At the 2-hour vital sign check at 1020, the bag of blood was reportedly completely empty, despite pump infusion rate set at 85ml/hr. Post-transfusion vital signs were found to be within normal limits. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, device manufacture date. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient had hemoglobin of 5.9 on morning labs and 2 units of blood were ordered by the doctor. The pump was programmed at a rate of 85ml/hour under "IV fluids" profile, and packed red blood cells (prbc) volume to be infused was entered as 300ml. One-hour vital signs were checked without incident. At the 2-hour vital sign check at 1020, the bag of blood was reportedly completely empty, despite pump infusion rate set at 85ml/hr. Post-transfusion vital signs were found to be within normal limits. There was patient involvement but no harm.